Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. Additionally, the device was suspected to exhibit pacing inhibition in the atrium. Boston scientific technical services (ts) was consulted and discussed device timing is ventricular based and each premature ventricular contraction (pvc) the patient experiences, resets the v-a time, therefore, v-a never expires to allow for atrial pacing. Low amplitude was observed on the right atrial (ra) lead. No adverse patient effects were reported. At this time, this device system remains in service.